Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery could not be charged. Customer¿s blood glucose level was 100-120 mg/dl. At the time of the call with tandem technical support the customer did not have an alternate method for insulin therapy. Multiple attempts were made to follow up with the customer, however, a response was not received.